Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 6.4mm with mild calcification and mild tortuosity. The cfa was reported to be ¿hard¿ due to calcification. In this case, the exact cause of the dissection cannot be confirmed. In addition to procedural factors (manipulation of the devices, insertion resistance encountered with the delivery system), patient factors (¿hard¿ calcified femoral artery) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during the transfemoral tavr procedure, due to the calcification in the common femoral artery (cfa), access was obtained via a puncture in the area where the cfa continues to the external iliac artery (eia). Pre-dilation of the vessel was performed using the 16fr and 18fr dilators. During the insertion of the novaflex+ (nf+) delivery system, strong resistance was felt at the eia. After this resistance, the delivery system was advanced smoothly. A 23mm sapien xt valve was deployed without issue. Following the removal of the nf+, lower extremity angiography was performed with the sheath half removed. A mild dissection was confirmed at the area where the cfa continues to the eia. A vascular balloon was inserted in the contralateral limb to stop the bleeding. The puncture site was then surgically repaired. Intravascular ultrasound (ivus) was then performed to confirm the dissection. Two stents were used to repair the dissection. Following confirmation of blood flow, the procedure was completed. The patient's blood pressure remained stable throughout the procedure. The access vessel minimum luminal diameter measured 6.4mm x 6.5mm with mild calcification and mild tortuosity reported. The cfa was reported to be "hard" due to calcification.

Manufacturer narrative:
The esheath and delivery system were discarded and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes 200% final inspections. Product verification (pv) testing is also performed on samples from each lot. These inspections during the manufacturing process and testing performed during the pv process support that it is unlikely that a manufacturing non-conformance contributed to the reported resistance between devices. In this case, the sheath shaft resistance with the delivery system could not be confirmed as the devices were not returned for evaluation. Without the devices, a manufacturing non-conformance was unable to be determined. A definite root cause for the resistance was unable to be confirmed at this time. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 6.4mm with mild calcification and mild tortuosity. The cfa was reported to be ¿hard¿ due to calcification. In addition to procedural factors (manipulation of the devices), patient factors (¿hard¿ calcified femoral artery) likely contributed to the reported resistance between the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.